Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6) section d references the main component of the system. Other medical products in use during the event include: product ID: 9736401 h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system gave a "no video detected" error message when shutdown was initiated from the software application. System shut down normally when using the physical power button. There was no patient involvement. Troubleshooting was performed. Technical services (ts) suspected a malfunctioning router. Other symptoms seemed to confirm this. Selftest showed no connection to any internal components, camera cart had no video feed and "localizer not connected message a appeared in the application. The manufacturer representative (rep) ensured the power cable to the router was seated properly on both ends.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported the router was replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.